Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient's allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility and fluid buildup around the joint. No revision procedure has been reported. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number, manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.